Manufacturer narrative:
The device has not been received for evaluation; therefore, the event cause could not be determined. Correspondence has been sent for the device and response was received stating that the device will be kept by facility and sent back 12 months later. Once the device has been received and investigation completed, a supplemental report will be submitted. Reference MDR# 2029214-2019-00547. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through mw5086345 that medtronic microcatheter fractured during liquid embolization treatment. It was reported that while watching under direct fluoroscopic visualization to ensure no traction was put on the liquid embolic cast, and following vital signs with continuous monitoring. Additional pressure was gradually applied over 5 mins until the microcatheter released, noted a small *thread* of medtronic liquid embolic in the microcatheter as the level of the a1 segment which suggested fractured of the catheter. Direct visualization of the echelon on the table revealed that the distal portion of the catheter was no longer attached as evidence of the lack of the two distal markers. Complication of retained microcatheter tip in the onyx cast. It was noted that the echelon microcatheter tip was removed from the patient.